Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
A "check again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced a seizure, a loss of consciousness, and was unable to self-treat, and required administration of unspecified infusion from healthcare professional (hcp) for the issue. There was no report of death or permanent impairment associated with this event.